Event description:
The customer reported that the insulin pump freezes intermittently. The customer requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was tested with test keypad and had no frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.